Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. The screw holes of the plate were found to be broken. It was unknown how this damage occurred in the field. The instructions for use (IFU) cautions, "over-bending, notching, striking and scratching of the implants with any instrument should be avoided to reduce the risk of breakage." If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a connection plate and screw. It was reported that when implanting the connected plate and fixed screw into the patient, the position of the screw hole was deformed with no force, and the site was forced to replace it with a new connected plate and 2 screws. There was no reported impact to the patient. Additional information was received stating that the screw holes were deformed prior to use.